Event description:
It was reported that the patients ipg would no longer holds its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.